Event description:
On (B)(6) 2010, pt presented to an outlying facility with an mi, a veriflex 3.0x20 stent was placed in the proximal circumflex. On (B)(6) 2010, pt presented to same outlying facility with a stemi, and subacute thrombosis of that previously placed stent. Treated with angioplasty and thrombectomy. On (B)(6) 2010, pt presents to our facility with a non-stemi. He had reportedly stopped his effient 1-2 weeks prior to this admission. Films reveal a dominant circumflex totally occluded proximally at site of previously placed stent. Thrombectomy performed removing large amount of clot. A 3.0x15 nc quantum apex inflated four times. Flow markedly improved, but with 50% residual stenosis. Films discussed with surgeon. Bypass felt to be best option considering 3 mi's since (B)(6) 2010, and non-compliance with medications twice resulting in subacute thrombosis. Pt to cab later that same day. Rest of admission uneventful, discharged (B)(6) 2010.